Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing peak gradient of 54 millimeters of mercury (mm hg) and mean gradient of 34 mm hg. Following the implant of the valve, the peak gradient was 8 mm hg, and the mean gradient was 4 mm hg. Additionally, mild paravalvular leak (pvl) was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed using a 26 millimeter (mm) non-medtronic (true) balloon. Following the post-implant bav, very mild pvl was present. Approximately 7 years following the implant of the valve, the patient was hospitalized with dyspnea, lower extremity edema, mixed ischemic and nonischemic cardiomyopathy with a known left ventricular ejection fraction (lvef) of 40%, and acute on chronic congestive heart failure (chf) class IV new york heart association (nyha) functional classification. One day later, severe stenosis of the obtuse marginal artery was observed which was stented. An echocardiogram was performed that revealed severe paravalvular leak (pvl). Additionally, a computed tomography angiogram (cta) was performed that revealed significant hypo attenuated leaflet thickening (halt) consistent with leaflet thrombus. Subsequently, it was planned for the patient to be managed with anticoagulation, nonsteroidal anti-inflammatory drug, a statin, and other medications. Per the physician, the valve contributed to the chf.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final implant depth was 4 mm below the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve gradient when the thrombus was detected was 41 mmhg, and the valve was implanted in the patient's native annulus.

Manufacturer narrative:
Updated data: a4, b5, b6, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.